Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant, it was determined this right ventricular lead was dislodged. A decision was made to perform a lead revision procedure. When the pacemaker pocket was opened, visual observation revealed the helix was not embedded into the cardiac tissue. This lead was removed and replaced with a non-boston scientific lead. The patient was hospitalized for observation. No adverse patient effects were reported.